Event description:
The customer reported that the entire image appeared green during a procedure involving an olympus autoclavable camera head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.